Event description:
The device was used during a laparoscopic common bile duct procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.